Manufacturer narrative:
The insulin pump passed prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarm noted during our testing. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, scratched case, scratched keypad overlay and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that customer received excessive no delivery alarms. Customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. It was reported that insulin pump alarmed even when pump delivers insulin. Insulin pump would be replaced per customer's request.